Manufacturer narrative:
Continue of d10: product ID: mrasc0002 sn:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy with lymphadenectomy robotic laparoscopic procedure, during dissection, there was a high priority alarm for incorrect movement of the arm cart assembly (aca, sn - (B)(6). The aca was barely moving. There was confirm no collision or object pushing on the aca. The alarm was dismissed. No injury to the patient.

Manufacturer narrative:
H2) correction: b5, d1; additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that an error code for 'setup arm external torque' was triggered on arm cart assembly 2. This error can occur as the result of a collision or any external object coming into contact with the arm cart. When triggered, this error code prevents tele-operation. However, the error is dismissible and tele-operation can be continued for the arm cart after dismissing the alarm. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to force on the setup arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the dissection of a robotic laparoscopic prostatectomy with lymphadenectomy procedure, there was a high priority alarm for incorrect movement of the arm cart assembly. The arm cart assembly was barely moving. There was no confirmed collision or object pushing on the arm cart assembly. The alarm was dismissed. There was no injury to the patient. Pli - 20, 30: it was reported that during a prostatectomy with lymphadenectomy robotic laparoscopic procedure, during dissection , there was a high priority alarm for monopolar curved shears (mcs) causing loss of teleoperation on the arm cart assembly (aca, sn - (B)(6). Instrument was removed as broken instrument and reattached and used for remainder of the procedure. No injury to the patient.